Event description:
It was reported to boston scientific corporation, that a trupath biopsy needle was unpackaged for an unkown procedure. During unpacking, the physician noticed that the stylet was bent. The procedure was completed with a different device. There were no patient complications and the patient condition was reported as "good".

Manufacturer narrative:
A visual analysis of the returned device revealed that the cannula and stylet were bent at the distal end of the handle. However, the returned device was still functional. The device history record review confirms that this device met all material, assembly, and performance specifications.